Event description:
One of the tips broke off when surgeon was passing suture through the cuff. Then the surgeon used 2 more needles and the tips broke off as well. Surgeon was able to retrieve two of the tips from the pt but one tip still remained in the pt. The surgery was completed by using an arthropierce.